Manufacturer narrative:
Concomitant product(s): a 429888 lead, implanted: (B)(6) 2015; dtba1qq ICD, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated that their device had been alarming for the past three days. Follow up indicated that the patient was seen in the emergency room the next day for a device check. It was found that the device alarmed due to a transient rise in impedance on the right ventricular defibrillation coil above the alarm value. The impedance then came right back down. The alert limit was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.